Event description:
The customer reported that printed alarm review saved strips printed the wrong patient name and rhythm. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
The customer reported that printed alarm review saved strips printed the wrong patient name and rhythm. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.